Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable, pump won't run. The settings were reviewed, the pump was turned off and the tubing was clamped. The cassette was removed and tubing massaged. Bubbles are present in the cassette tubing. The cassette was tapped on a hard surface and reattached. The pump alarm returned upon start up. The process was repeated and the alarm persists. The patient was not affected. Reservoir volume was 6.6, rate was 2.2, given was 93.40. There was no patient injury.